Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer replaced disconnected aspiration tubing in the vicinity of the needle cartridge, resolving the leak and aspiration errors. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 10 mls of diluent leaked from the coulter lh 500 hematology analyzer. The customer stated all results were zero recovered for all parameters on patient samples, accompanied by aspiration p-flags. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a face shield at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.